Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported by the nurse a break in aseptic technique occurred, as the patient made a mistake and did not wear mask. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. A batch review was not performed as the lot number was unknown.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis. On an unreported date, the patient experienced a break in aseptic technique further described as the patient made a mistake and did not wear mask. On (B)(6) 2012, the patient developed peritonitis, and was hospitalized that same day. On (B)(6) 2012, the patient began treatment with vancomycin 1gm-ip on the night bag. The cause of the peritonitis was pt made mistake/break in aseptic technique/did not wear mask. Outcome of the peritonitis and break in aseptic technique was unknown. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. A sample is not required for use error as there is no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.